Event description:
Pen was reported to be defective. The device did not transport correctly, therefore insulin dosage was incorrect. The devices was returned to the company. The device sis being sent to the MFR for additional evaluation. Conclusion is pending.

Manufacturer narrative:
The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to cause an underdose. Corrective action; the core user manual states, " do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. The engineering investigation determined that the engagement tabs were broken with an unk tool while in the field, as indicated by tool marks on the damaged surfaces. This is evidence of abuse.